Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, when this right ventricular (rv) lead was connected to the new device, it exhibited a high out of range shock impedance measurement of greater than 200 ohms. The rv lead was removed and tested with a pacing system analyzer by pacing between coil and pocket which exhibited an out of range pacing impedance measurement of greater than 4000 ohms. The rv lead was surgically abandoned and replaced prior to pocket closure and there were no adverse patient effects reported.